Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Cartridge error- no failure detected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. In, addition, it was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. It was indicated that the customer would use manual injections as alternate insulin therapy.